Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be interrogated by a programmer. The field representative was not able to complete the task even with a feature key, they tried rebooting, all usb ports and other troubleshooting and the interrogation was unsuccessful. The pacemaker remains in service at this time. No adverse patient effects were reported.